Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having a problem with gushing. The patient stated they were placed on medication in march for a urinary tract infection(uti) and since then they had started leaking. The patient noted that increasing their stimulation didn't help them. Syncing with the programmer showed stimulation was on at 1.5 on program 1. The patient changed to program 2 and went to increase and saw the turn implant on screen. The patient turned it on and increased to 2.1 where they felt stimulation in the correct area. The patient was redirected to their healthcare provider if the problem didn't resolve now that the change was made. No further complications were reported.